Event description:
Philips received a complaint by the customer on the v60 indicating that it shut off during ventilation on patient and displayed error code 1007 machine and proximal pressure sensors failed message. However, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, the customer reported that there was no known issue with this device. No further information could be obtained. The investigation concludes that no further action is required at this time.